Event description:
Customer called to report an anomaly with a bolus wizard. Blood glucose reading was 226 mg/dl. The customer stated that he had to override the bolus wizard to get the correct amount of insulin delivered. Customer did not have time to troubleshoot the bolus wizard anomaly. Advised to call back so troubleshooting can be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We consider this report complete to the best of our knowledge.